Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. Moisture damage noted on the liquid crystal display during the visual inspection. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer was hospitalized for high blood glucose of 760mg/dl. It was stated that the customer dropped the insulin pump and the infusion set in the toilet and then he re-inserted into his body. No further information was provided.